Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that he suffered a hypoglycemic episode on (B)(6) 2011, after receiving a "pump not primed, no delivery warning" message. The patient admitted that after receiving the warning message, he reprimed and completed the cannula fill step while attached. Two hours later, the patient claimed that he developed symptoms of shakiness and dizziness. The patient indicated that his bg level dropped to "39 mg/dl" and his wife treated him with quick acting carbohydrates. The patient's bg responded to "63 mg/dl" and then "104 mg/dl." The patient reportedly continued to use the pump after the event. He claimed that his bg's remained within target range. Through troubleshooting, the animas representative involved in this contact determined that there was no evidence of a pump malfunction. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he suffered a low bg episode suggestive of a serious injury. However, the patient's injury can be attributed to use error since he primed and filled the cannula while attached to the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 11/14/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues occurring. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.